Event description:
A physician reported a patient who was originally skin tested on 24 february 1999 in the left forearm, with negative results. The patient was skin tested a second time on 24 march 1999 on the left forehead, with negative results. On 7 april 1999 the patient was treated in the oral commissures and the vertical lip lines. The procedure was without event. On or about 1 june 1999 the patient noticed "red bumps" at the facial treatment sites and also at both test sites. On 3 june 1999 the patient was examined. The physician noted erythema and firmness at both the treatment and test sites and diagnosed hypersensitivity. The physician prescribed oral sudafed, oral claritin-d, and topical westcort ointment.